Event description:
It was reported that the radiopaque tip of a limb extension delivery system detached during retraction. Reportedly, the physician rotated the device several times while attempting to advance the delivery system through the patient's iliac artery. After successful deployment while attempting to remove the delivery system the radiopaque tip had detached under angiogram; which reportedly appeared to have broken close to the inner core. The physician used a snare to remove the tip and complete the procedure without further complications. There was no injury reported.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned to manufacturer.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However, medical records were requested but denied due to patient authorization was not available. The IFU warns against " excessive use of force to advance or withdraw the catheter when resistance is encountered. Vessel or catheter damage may occur. No conclusions could be drawn.

Event description:
It was reported that the radiopaque tip of a limb extension delivery system detached during retraction. Reportedly, the physician rotated the device several times while attempting to advance the delivery system through the patient's iliac artery. After successful deployment while attempting to remove the delivery system the radiopaque tip had detached under angiogram; which reportedly appeared to have broken close to the inner core. The procedure was completed without further complications. There was no injury reported.